Manufacturer narrative:
D10: (B)(6), 350-31-03 - tibiaplateau mobil 3, li, (B)(6), 350-01-02e - taluskappe 2, li. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had their left ankle implanted, underwent a revision procedure approximately 3 years 10 months post the initial procedure. The initial poly was affected by the packaging issues. The insert was revised. There was device breakage during the procedure, but no parts or pieces fell into the wound site. There were no surgical delays. The patient was last known to be in stable condition following the event. The explanted device is not available for return. X-rays and device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The complaint device and provided images were evaluated, and the reported event, ¿poly affected by the packaging issues¿ was not confirmed., the evaluation identified the returned insert was observed to be fractured. There appeared to be scratching consistent with third body articulation. The anterior face of the liner appears to have displaced poly on the superior surface, likely a result of articulation with the tibial plate. The liner halves appear to have stress whitening indicative of preferentially medial loading, or a result of poly creep, a phenomenon where poly deforms over time under a sustained load. Prerevision radiographs do not show a gap between the tibial plate and talar component indicating a liner fracture. Intraop images appear to show the anterior portion of the liner had been pushed anteriorly as result of the fracture. A review of manufacturing data was performed, and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. This specific tibial insert was packaged for approximately 2.46 years before being implanted. However, while it was packaged in a non-conforming vacuum bag, this tibial insert was on the shelf for less than 5 years before it was implanted. The revision reported was likely the result of a combination of wear, sudden high impact loading, and creep that subsequently lead to device fracture. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.